Event description:
It was reported that the right ventricular (RV) lead dislodged into the left ventricle. A cardiac perforation was observed. The helix of RV lead failed to retract. The RV lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.